Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high out of range pacing impedance (>2000 ohms). The physician attempted to reposition the lead, but the impedance remained out of range. The physician elected to exchange this lead and attempted to implant another rv lead, but this replacement lead also exhibited out of range impedance. This lead was replaced with a competitor's rv lead which was successfully implanted to resolve the event. The patient was stable with no adverse consequences. This rv lead was subsequently received for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high out of range pacing impedance (>2000 ohms). The physician attempted to reposition the lead, but the impedance remained out of range. The physician elected to exchange this lead and attempted to implant another rv lead, but this replacement lead also exhibited out of range impedance. This lead was replaced with a competitor's rv lead which was successfully implanted to resolve the event. The patient was stable with no adverse consequences. Both leads are expected for analysis, but have not yet been received.